Event description:
A malfunction was reported in the customer's tandem pump, identified as malfunction 199, which did not result in blood glucose levels exceeding 500 mg/dl. The customer was assisted by technical support in resetting the pump, and no recurring issues were noted after the reset. Customer was advised to continue using the pump and to report if any malfunction codes reappear.